Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Possible allergy to the implant has appointment with the allergist on thursday (B)(6) 2014. Needs a sample or portion of the silicon and titanium of product that is in the fgt implant. Post op symptom: she came out of the surgery in pain (morphine was administered in the recovery room). Then pain and swelling in her foot. Swelling has reached all joints. Within 4 months of surgery, the downward progression started. Has had numerous tests done for ra, lupus, diabetes, etc. And they have all been negative.